Manufacturer narrative:
(B)(4). Evaluation of the returned device found it to self-activate. Investigation found the failure was due to an assembly error. A detection method to ensure this type of failure is detected has been implemented. No trend has been detected for this failure mode.

Event description:
The customer reported that the tip of the device remained hot after use. No patient/personnel injury occurred. Covidien's evaluation found the device to self-activate.